Event description:
Reportedly, after firing the stapler across the pulmonary artery the instrument would not open. The surgeon had to cut the instrument out to remove it from the tissue. Blood loss (600- 700 cc) was reported.